Event description:
After performing four cuts during an directional coronary atherectomy a haziness in the vessel was noted. An intra-aortic balloon pump was inserted prophylactically post procedure. The following day a repeat angiogram was performed which revealed the dissection was still present so the pt was sent for coronary bypass surgery.